Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low pacing impedances. A boston scientific technical services (ts) consultant discussed red alerts and suggested resetting the clinical event in the clinic to ensure future alerts for this condition. Subsequent information indicated that this lead continued to exhibit low pacing impedances. The field representative revealed that they have been chronically below 250 ohms and typically around 210 ohms. Ts recommended that this patient be brought in for further evaluation. Additional information indicates that this lead continued to exhibit low pacing impedance measurements and was surgically capped and abandoned during a generator changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.